Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited out of range impedance measurements. It was noted that the patient would be scheduled for a lead revision. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the atrial impedances had been elevated for approximately three years. The lead remains in service because it continues to sense appropriately and the patient does not require atrial pacing.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
--

Event description:
Additional information was provided that there was continued high impedances and noise on the atrial channel with the patient's new device as well. It was again noted that the physician was aware of this and was electing to keep this lead implanted due to the patient having a strong atrial rhythm and good conduction.